Event description:
The reporter contacted animas on (B)(6) 2012 and stated the audio bolus button was unresponsive. The reporter denied damage to the audio bolus button and noted the keypad rubber had peeled off. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no activity outside normal use. On testing, the audio bolus button did not respond when pressed. The audio bolus button cover was removed for investigation and revealed the internal plug contact was misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.